Manufacturer narrative:
(B) (4). Event is still under investigation at this time.

Event description:
We were advised that the attending nurse noted the chest tube sounding like it was whistling and when inspected, found that it had separated at the connector between the actual catheter and the luer lock. Patient had to receive additional sedation while placement of another tube was completed.